Event description:
It was reported that the device was replaced due to low shock impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The anomaly observed in the field was verified by trend data retrieved from the device. It was found that the device did have normal hv lead impedance when tested. The anomaly observed in the field was not replicated. The cause of the intermittent hv lead impedance anomaly is undetermined.